Manufacturer narrative:
A new right ventricular lead was implanted in the same setting with no complications. The findings of the study were summarized in the article: refaat mm, hashash jg, shalaby aa. Late perforation by cardiac implantable electronic device leads: clinical presentation, diagnostic clues, and management. Clin cardiol. 2010 aug; 33 (8): 466-75. A request was made to the author of the study for the serial number of the lead, but it was not available to the him. No additional information was available. (B)(4)

Event description:
Boston scientific crm received information from a case study of patients with perforations caused by passive-fixation intracardiac leads. One patient with an endotak rv lead presented to the device clinic for a routine checkup. Episodes of noise were noted on the rv electrogram. The episodes of noise could not be reproduced by valsalva or pocket manipulation. In retrospect, rv perforation was evident on a CT scan that she had received nine months prior for an episode of diverticulitis. The lead was extracted transvenously with transesophageal echocardiographic (tee).